Manufacturer narrative:
Date of event is unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 1123586. A review of (B)(4) indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (not drawing) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1123586. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle two syringes were found unable to aspirate the medication. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: consumer reported found 2 syringes that would not draw in the insulin. Lot #: 1123586. Catalog#: 328519.

Manufacturer narrative:
Date of event is unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 1123586. A review of risk management 150rmn-0001-16 revision 15 indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (not drawing) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1123586. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle two syringes were found unable to aspirate the medication. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: consumer reported found 2 syringes that would not draw in the insulin. Lot #: 1123586. Catalog#: 328519.